Event description:
The customer reported the monitor was not connecting and the system did not complete boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and backplane were replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.